Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported that when they changed the sensor and blood glucose went up to 500 mg/dl and also reporting 2 other sensors with loss of communication errors. Customer¿s other blood glucose level was 150 mg/dl, 300 mg/dl and 480 mg/dl treated with bolus correction and manual injection. Customer declined to troubleshooting for the issues. It was unknown that the customer was used auto mode feature or not. The insulin pump will not be returned for analysis.